Event description:
It was reported that during a lap sigmoidectomy, the jaws became not to be opened after the device was used for rectum resection. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 04/16/2012. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the jaws did not open before firing after the device was inserted into the patient via a trocar. Is a lot number available for this device? Unk. How was the device removed from the tissue? N/a. Was there any tissue damage? N/a. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? Before 1st. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? N/a. Was buttressing material utilized? If so, which product? N/a. Was the instrument fired across or near an existing staple line or clip? N/a. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected closing, or firing? No. Is there any other additional information you would like to share about this device or procedure? The device was not fired. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.